Event description:
Related manufacturer reference number: 2017865-2022-45701. It was reported the patient presented for lead revision. Prior to the procedure, it was noted the right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. During the surgery, the atrial lead appeared to be twisted with the rv lead and became dislodged while attempting to explant the rv lead. Both the atrial lead and rv lead were explanted and replaced. The patient was in stable condition.